Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that eleven days post implant of the implantable pulse generator (ipg) the patient experienced a hematoma and possible infection. The pocket was evacuated and closed and the ipg system remains in use. No further patient complications have been reported as a result of this event.